Event description:
A physician reported that during the stent implantation, an out-in-out insertion occurred, leading to the edge perforating the anterior chamber. Two months after the surgery, there was poor intraocular pressure control. Eye drops were used and the stent was removed.

Manufacturer narrative:
Literature citation: tetsuo shiroshita, glaucoma classroom hydrus trouble shooting a product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.